Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The cause of the patient not feeling stimulation and having a return of urgency was not determined. In order to resolve the issue, the hcp gave the patient instructions of when and how to adjust. At the time of this report, the device was working and the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was confused with how the programs work. Patient mentioned that the representative told them that they only set up "channel 2 and 3," it was assumed that they meant programs 2 and 3. The first night, patient went home on program 2, they went about 5 hours without going to the bathroom, but then they stopped feeling stim so they increased. Patient thought that they also had to increase "channel 3", so they went and increased that one and didn't realize only one will be active at a time. Patient later went back to program 2 and stayed on it for almost a week, but their urgency had some back and now they were not getting it to help like it was the first night. Patient wanted to know if they should try program 1 or 4, and it was reviewed that they should talk to doctor and/or representative to determine if those were even programmed and what they suggest. Patient was kind of groggy when the representative directed them on how to use patient programmer, so they probably misunderstood the representative. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.